Event description:
It was reported there were high impedances. All electrodes were greater than 4000 ohms on 0.7 volts. They were unable to test on higher voltage due to pain. The patient had been experiencing pain/jolts. Actions required as a result of the event involved full explant and re-implant of the patient. Patient status at the time of report was alive with no injury. Following re-implant of the device the patient had seemingly comfortable stimulation. It was unknown if the stimulation was effective.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# b0954442k, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 7489-10, serial# (B)(4) , implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator found no anomaly. Analysis of the tined lead found that all conductors were broken at the tines, 4.2 cm from the distal end.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.